Manufacturer narrative:
Other applicable components are: product ID: 3057, serial#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient stated they had pain at the incision site on the right side. They could not place the right lead and they could only use the left lead. Contributing factors were unknown. The patient was advised to contact their clinician. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.